Event description:
A zoll distributor returned monitor sn (B)(4) to report that it failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor did not pass incoming functionality testing displayed code 203. Upon evaluation, once the code 203 was cleared, the fault could not be reproduced. However, upon evaluation, the j1002 and j1003 connectors were intermittent. The cause of the intermittent test failure is the intermittent connectors. The root cause of the intermittent connectors. The root cause of the intermittent connectors cannot be positively identified, but once th connectors were cleaned and reseated, the unit functioned properly. No adverse event resulted from the defective monitor.